Manufacturer narrative:
This electrode was repositioned and remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode dislodged shortly after implant, as seen on post-implant x-ray imaging. It was confirmed that at time of implant the final anteroposterior screening in the lab showed a lead straight up the central part of the sternum. After consultation with technical services, it was realized that this patient had large breasts and the left breast was taped upwards towards the left clavicle during the implant procedure. This taping was not taken off until the end of the procedure after the last screening was completed. Lead repositioning will be scheduled within the next two weeks. No adverse patient effects were reported. Additional information received indicates the patient underwent a revision procedure, and this electrode was successfully repositioned. Besides intervention, no other adverse patient effects were reported.

Event description:
It was reported that this electrode dislodged shortly after implant, as seen on post-implant x-ray imaging. It was confirmed that at time of implant the final anteroposterior screening in the lab showed a lead straight up the central part of the sternum. After consultation with technical services, it was realized that this patient had large breasts and the left breast was taped upwards towards the left clavicle during the implant procedure. This taping was not taken off until the end of the procedure after the last screening was completed. Lead repositioning will be scheduled within the next two weeks. No adverse patient effects were reported.